Event description:
The event occurred before procedure without patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had an issue with the power supply and wasn't able to start. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).